Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with possibly over 300 units of insulin. The customer¿s blood glucose level was 210 mg/dl. Tandem technical support reminded the customer to not over-fill the cartridges as it was off-label. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.